Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, was unable to self-treat, and received third-party treatment of "glucose syrup" (type/dose unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated baced on the returned product downlad. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The sensor was de-cased and no issues were observed on the sensor¿s printed circuit board assembly (pcba). The returned battery was measured as 1.59v (1.45v - 1.65v), which is within the specification range. Therefore, this issue is confirmed to brownout reset. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted. The DHR for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness, was unable to self-treat, and received third-party treatment of "glucose syrup" (type/dose unspecified) by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.